Event description:
The ambicor device was implanted, date not provided. On 8/6/97 the entire device was removed from the pt and replaced due to "dysfunction." Add'l info received indicates fluid loss/prosthesis pain.